Manufacturer narrative:
(B)(4). The sample was not returned for evaluation, therefore a device analysis could not be performed. The device had been last serviced more than one year ago. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was manufactured on an unspecified date in 1997. A review of the device history records showed no abnormalities that could cause or contribute to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient had thoracentesis surgery coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized. Outcome and cause of the event were unknown. Additional information was requested, but is not available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.